Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, a specific bg value was not provided. The customer delivered a correction bolus and administered a manual injection to address bg. Customer reverted to an alternate method of insulin therapy.